Manufacturer narrative:
Final device investigation found that the device was returned with the tip broken off. Upon evaluation, the device was viewed under magnification. The teeth on the blade were bent, dull and damaged. The inner shaver was dropped into the outer sheath and rotated by hand on connected to a generator, the device spun freely. The instructions for use state "do not contact...shavers...with metal objects as this may cause the device to break or shed metal."

Event description:
It was reported that during a knee arthroscopy the inner tip of the device broke inside the pt and was retrieved. Another device was used to complete the procedure. There was no pt injury.